Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there were burn marks on the tip of the main body and burns on the forceps elevator. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: although the cause could not be identified from the acquired information, it is possible that high-energy instruments (such as radiofrequency devices) were used without maintaining sufficient distance from the tip. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection 3.3 inspection of the endoscope. -chapter 4 operation 4.3 using endotherapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the [(B)(6)] exhibited [(B)(6)]. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction. Corrected fields: b5. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope had burn marks on the tip of the main body and burns on the forceps elevator. There was no patient involvement.